Event description:
It was reported that inappropriate therapy was delivered due to overdetection/oversensing. The device was explanted and replaced. No patient complications were reported as a result of this event.

Event description:
It was reported that inappropriate therapy was delivered due to overdetection. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Further review prompted a change in the device analysis results. The change is reflected in this report. Evaluation summary: preliminary analysis found no anomalies, and the device passed functional testing. Further analysis found that the reported oversensing was caused by an anomaly in the sense amplifier circuitry of an integrated circuit. The root cause of the anomaly could not be determined because the integrated circuit was damaged during analysis. Several attempts were made to repair or bypass this damage but were not successful. Other: it was reported that inappropriate therapy was delivered due to overdetection/oversensing. The device was explanted and replaced. No patient complications were reported as a result of this event. Actual device involved in incident was evaluated. Electrical tests performed. Mechanical tests performed. Visual examination: component/subassembly failure. Device was out of specification in a manner that relates to event, oversensing, shock, inappropriate.